Event description:
It was reported that patient underwent a knee surgery on (B)(6) 2012. On (B)(6) 2014, it was reported that patient had loosening of the tibial screw. No revision surgery has been performed to date. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item is still currently implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.